Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. A new charging cable was sent to the customer. There was no reported adverse impact to the customer's blood glucose level.